Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 554 mg/dl at the time of incident. The customer¿s current blood glucose value was unknown. The customer was experienced frequent urination due to high blood glucose. The customer did not provide information about treatment. The customer declined troubleshooting for high blood glucose value. Customer was using the bathroom and realized her site was hanging from her body. Customer reported they do not know of the cause of the product not adhering. The insulin pump will not be returned for analysis.